Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 110 mg/dl. The customer reported that they received a critical pump error image on the pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) noted. Device had blank solid white lcd due to corroded electronic assembly. The motor had moisture damage. No audio or beep anomaly noted. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display.